Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip loaded into the jaw. The jaw was in alignment, and the clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, the remaining five clips were fired from the device. The clip that was contained within the jaw upon return was formed with a tear drop shape and was not properly aligned. The other four clips had both proper pinch and alignment. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed, and no discrepancies were noted.

Event description:
Device was returned with no information as to the failure mode. There was no pt injury. This report is being filed for the findings upon investigation. Additional information is being requested. A follow-up report will be sent if additional information is received.